Event description:
Dräger received an ufr in which it was stated that automatic ventilation suddenly stopped during a surgical procedure. The following statement was further included in the ufr: "the on-site personnel immediately notified the engineer for inspection. The engineer disassembled and reassembled the bellows, calibrated the flow sensor, and restored the machine to normal operation." The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures so far. The contact person named in the ufr could not provide further information beyond the confirmation that the event did not lead to health consequences for the patient. Dräger derives the following: the anesthesia machine facilitates a piston ventilator driven by a step motor; the cylinder for the tidal volume is formed by a diaphragm. The aspect in the report that the biomedical engineer "has disassembled and reassembled the bellows" is pointing to the diaphragm. The flow sensor is installed in the expiratory path and measures the volume exhaled by the patient to compare it to the inspiratory delivered volume; a deviation between these values is a measure for a leak in the pneumatic system. The flow sensor readings are not used for control purposes in gas dosage or ventilation. The reported necessity to calibrate it has nothing to do with the shut-down of ventilation; it was furthermore a consequence of the repair ingress. A calibration is always required when the ventilator unit/breathing system is removed from the workstation. The device responds to various conditions with a shut-down of automatic ventilation to protect the patient from potentially hazardous output, and this is not limited to component malfunction. For example, if pressure is applied to the patient's chest in a moment when the ventilator is applying a ventilation hub, this may lead to fast rise in airway pressure upon which the device interrupts ventilation. Depending on the duration of the condition the device may post a vent fail alarm. The reported aspect that the hospital's biomed "has disassembled and reassembled the bellows" without mentioning any parts exchange would speak for a non-persisting error condition which is rather unlikely to cause by component malfunction. Finally, the triggering condition for the shut-down of automatic ventilation remains unknown due to lack of information, a conclusion in regard to the appropriateness of the repair measure can also not be made. The device is almost 17 years old; status of repairs and preventive maintenance is not known. For the case the error condition may recur, it is recommended to the hospital to have the device checked by the dräger service.